Event description:
A physician reported that during an intraocular lens (iol) implant procedure, scratch in the center of the iol and lens remains implanted. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Three photos were provided which show a multi-focal lens implanted in the eye. There appears to be a mark in the center of the lens. This mark has the appearance of a crack. The manufacturer internal reference number is: (B)(4).